Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the right ventricular lead exhibited noise that was identified as supraventricular tachycardia. There were many non-sustained ventricular tachycardia events that did not have electrograms. The lead was explanted and replaced during the same procedure. The patient was stable.